Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do you have the lot number and serial number (if applicable)? No. On what date was the device implanted? On (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital. On what date was the device will explanted? On (B)(6) 2022 by dr. (B)(6) at (B)(6) hospital. Were there any intra-operative complications during implant? None that we are aware of. Was there any hiatal or crural repair done at the same time as the implant? No, the report seems to describe a minimal dissection technique. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Gerd. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Post prandial epigastric pain and nausea, possible recurrent heartburn. No dysphasia. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Yes. If yes, what diagnostic testing was completed? Egd, ugi and CT. Can you share the results of the diagnostic tests? No. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? Yes. If yes, what is the doctor prescribed medication? Baclofen, omeprazole & pepcid are they currently taking steroids / immunization drugs? No. Please confirm if device was explanted as scheduled ¿(B)(6) 2022¿: yes. Has the chest pain resolved since the device was explanted? Patients symptoms have resolved and is doing well! Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx explant is scheduled due to chest pain while eating. No further information has been provided to the sales rep.

Manufacturer narrative:
(B)(4), date sent: 8/17/2022. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. Additional information was requested, and the following was obtained: did the patient undergo an MRI since device implant? No.